Event description:
It was reported that the device had a partial electrical reset found during a routine follow-up visit. Review of performance data indicated a memory/parity error. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory indicated a partial electrical reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 implantable pacing lead, (B)(6) 2001. (B)(4).